Event description:
Related manufacturer reference number: 2017865-2022-15032. It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the stylet got stuck in the left ventricular - lv lead,  while the right atrial - ra lead exhibited failure to capture. The lv lead was not used and replaced, while the physician decided not to implant the ra lead for the patient. The patient was in stable condition.

Manufacturer narrative:
The reported event of stuck stylet was not confirmed. As received, a partial lead was returned in one piece and no stylet was returned with the lead. The connector pin and connector cap were missing/detached from the connector assembly, which was consistent with excessive forces during the procedure. Also, the ptfe stylet coating was noted inside the connector assembly. A review of the device history record (DHR) confirmed that no issues were identified related to this reported event.